Manufacturer narrative:
It was reported that "circuit was hooked up and patient was attached, anesthesiologist was not getting the desired exchange investigated and noticed hole. Swapped out for new circuit." No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Hole in circuit.